Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
D10 ¿ product received on: 13oct2020. Investigation ¿ evaluation: it was reported to cook after inserting the coaxial needle, during a biopsy, the cap within a quick-core coaxial biopsy needle set would not unlock despite the use of wedge clamps. This incident was reported by chi de toulon, in france. No adverse effects were reported. A review of the complaint history, device history record, instructions for use (IFU), quality control, and specifications of the device, as well as a visual inspection and functional test, were conducted during the investigation. The complainant returned a quick-core coaxial biopsy needle to cook for investigation. The coaxial needle assembly was difficult to unscrew by hand, the needle slid within cannula. The failure was able to be recreated. Additionally, a document based investigation evaluation was performed. The risks associated with these devices are acceptable when weighed against the benefits. Although inspection steps are in place related to this failure mode, a project was opened to further investigate/address this issue. A correction has been implemented and the complaint device was manufactured prior to implementation of the correction. The device is shipped with instruction for use (IFU) which provides the following information to the user related to the reported failure mode: instructions for use ¿1. If using the coaxial needle, insert the coaxial needle to the border of the lesion. 7. To remove tissue specimen, pull back on the plunger until a firm click is felt. This indicates that the cutting cannula is locked into position. Push stylet forward to expose specimen within the notch, and remove tissue.¿ a review of the device history record (DHR) was also conducted as a part of the investigation to check for failure related nonconformances and additional complaints. The DHR for the complaint lot and related subassembly lots records no nonconformances. A data base search revealed no additional complaints for the lot from the field. As there are no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other lot related complaints that have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in field. Based on the information provided, examination of the returned product, and the results of the investigation, a definitive cause could not be established. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Occupation: unknown. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported a quick-core coaxial biopsy needle set was required for a soft tissue biopsy procedure. After inserting the coaxial needle, the operator reported that is was not possible to "unlock the cap" despite the use of wedge clamps. Due to the inability to separate the component, the device was removed and a new one was inserted to complete the procedure. Increased pain and additional bleeding were noted due to the need to insert a new needle. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence.